Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product unable to be evaluated as no photos, x-rays or product was returned for review. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, traumatic or surgical factors. DHR review: DHR review unable to be completed as lot information is not known. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a closure top migrated out of a vital mis screw post-operatively. A revision has not been performed. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2023-00029.

Event description:
It was reported that a closure top migrated out of a vital mis screw post-operatively. A revision has not been performed. This is report two of two for this event.